Manufacturer narrative:
No customer's product was returned. The investigation did not identify a product problem.

Manufacturer narrative:
Meter 1 serial number was (B)(6), meter 2 serial number was (B)(6). Qc for both meters was performed on the day of the event and was acceptable. The product has been requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low glucose result for 1 patient tested on an accu-chek inform ii meter (meter 1) when compared to a different accu-chek inform ii meter (meter 2). It was alleged that at 9:49 pm, the result on meter 1 was 22 mg/dl, while at 9:55 pm, the result on meter 2 was 107 mg/dl. The operator questioned the result of 22 mg/dl.